Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact miscalculated the carbohydrates consumed by the customer for dinner and under delivered insulin. The customer experienced an elevated blood glucose (bg) level of 500 (mg/dl). A correction bolus was delivered to address bg level. Subsequently, the customer experienced a low bg level of 34 (mg/dl) due to the contact delivering too much insulin to address elevated bg level. In addition, the customer's healthcare provider recently adjusted the customer's correction factor setting from 1:10 to 1:80 and the customer believed this could have also contributed to the low bg level. Juice was consumed to address the low bg level.